Event description:
Add'l info received from MFR 3/18/03: st jude medical, daig division, product surveillance has reviewed the details of the event referenced in the above medwatch report, as well as info provided by risk mgr at hospital. At this time the info available to st jude medical, daig division, does not indicate this event meets the criteria for a MDR adverse event. A 6f angio-seal vascular closure device (reorder no 610110, lot no 02ej44) was deployed to seal the arteriotomy site following an angiography procedcure. Although a pull-out occurred, hemostasis was achieved using manual pressure; no medical or surgical intervention was required and there were no consequences to the pt. The angio-seal instructions for use state device non-deployment is a risk associated with the use of the angio-seal device or vascular procedures. The user is instructed that if the device pulls out with the sheath upon withdrawal, manual or mechanical pressure should be applied per standard procedure. They stated there were no other related events prior to or subsequent to the actual incident. The device was not returned, therefore an analysis could not be performed. Review of the device history record revealed this lot met manufacturing requirements prior to shipment. In addition, a review of the complaint system did not reveal any similar occurences with this lot number. During the manufacturing process, 100% device inspection is performed multiple times. It should be noted that assembly of the deivce would not be possible without the presence of the suture and collagen. St jude medical, daig division was made aware of the event on february 4, 2003, when a medwatch report was received from hospital.

Event description:
Using device to close artery after cardiac cath. No suture or collagen deployed from device. No suture or collagen in device. Manual pressure had to be applied.